Event description:
Philips received a complaint on the patient information center ix indicating that there was a problem with the bedside intervals, yellow alarms that sound visually and not audibly. It is unknown if the device was in use on a patient at the time of the event. There was no adverse event reported.

Manufacturer narrative:
Analysis was performed by a philips remote service engineer (rse), who determined that in the workstation application, the prompt tone mode was not checked. The prompt tone mode must be checked for the yellow alarms to redial the tone. Based on the results of the analysis, the product was confirmed to be operating per specifications, and the cause of the reported problem was the configuration. The issue was resolved by changing the configuration. Section e: reporting institution phone #: (B)(6). Section e: reporter phone #: (B)(6).